Event description:
Philips received a complaint from a customer biomed reporting the touchscreen would not calibrate on a v60 ventilator. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the customer and recommended touchscreen replacement as correction. The investigation is ongoing.

Manufacturer narrative:
The customer biomed reported the touchscreen was completely unresponsive and calibration could not be performed. The issue was resolve by replacing the touchscreen as advised. The device was operational after repairs were completed and returned to service. The investigation concludes that no further action is required at this time.